Event description:
Allegedly, the cup tore loose from the acetabulum. The cup's angle was about 90 degrees. Revision surgery was performed and the surgeon couldn't find any metal debris.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Visually examined. Dimensional inspection. Photographic images made. Complaint reviewed. Device history record reviewed. Package insert reviewed. Undetermined.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00085, 00086. This event occurred in (B)(6).